Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis was not determined due to no product return, insufficient clinical information, and no data logs available. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: (updated 2026-2-27) an impella cp was placed via the femoral artery to support the 84 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Any other underlying cardiac or systemic comorbidities were not shared. The cp was supporting when there was concern of hemolysis on the day of implant. There was urine color change and the team made decision to send labs for diagnosis, the team drew plasma free hemoglobin and ldh. The team imaged and did not confirm the pump to be in good position. The physician repositioned the pump and mentioned it was too far deep. Urine cleared up with the troubleshooting of pump repositioning. Plasma free hemoglobin was never checked and patient continues to remain on support with same device. After 3 days the pump was explanted. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.